Manufacturer narrative:
H3 other text: device evaluated by third party service center.

Event description:
A ventilator was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation of serious or permanent harm or injury. During the evaluation of the device at the third-party service center, visualization of particles was observed in the air path. The issue was corrected address the issue. In addition to the above, the device's ui panel was scratched and was and replaced to resolve the issue.